Manufacturer narrative:
Follow-up #1 date of submission 02/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a review of the black box data showed reboots. A visual inspection of the pump showed that the battery compartment was intact with no evidence of moisture. The returned battery cap was undamaged and was able to fully tighten on to the pump. The pump was exercised for 24 hours with no power issues. The pump passed a leak test. The pump cover was opened and no defect or internal moisture was observed. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.